Manufacturer narrative:
The device could not be provided for evaluation as it remains in the patient. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was done for a resonate screw, which is backing out of the plate post-operatively.